Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No failed battery test alarm, audio/vibrate anomaly or back light anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. Minor scratches on lcd window but no oil noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that alarm not as loud and oily discoloration on the screen. Customer stated that insulin pump had unexplained random no delivery alarms and grinding noise when rewinding. Customer stated that clock had to be reprogrammed to catch up to real time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.